Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a graspit urological grasping forceps was used in an unknown procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, the physician attempted to open and close the forceps during functional testing outside the patient, however the grasper jaws did not advance out of the sheath. The handle was actuated with no abnormalities, however it appeared there was nothing inside the device to move. It is unknown if anything had detached inside the packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A functional test of the returned device found the sheath had stretched and reduced in diameter as a result of actuating the handle. Consequently, the grasper jaws became stuck in the silver sheath. The most probable root cause for this complaint is design. It is also noted that the grasper failing to open prior to stone retrieval is not a medwatch reportable condition.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a grasp it urological grasping forceps was used in an unknown procedure performed on (B)(6) 2010 (patient age, gender, and weight are unknown). According to the complainant, the physician attempted to open and close the forceps during functional testing outside the patient, however the grasper jaws did not advance out of the sheath. The handle was actuated with no abnormalities, however it appeared there was nothing inside the device to move. It is unknown if anything had detached inside the packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."